Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the technology in the battery was poor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not been getting relief since implant ((B)(6) 2017). There was a problem with stimulation controlling their pain event during the day. The patient had to arch their back to get any relief from stimulation. A health care provider (hcp) appointment was scheduled for (B)(6) 2017. No further complications were reported. Additional information was received from the healthcare provider. It was reported that the device was "subpar" and shocked the patient. The patient planned to change the device to a competitor's device. No further complications are anticipated.